Event description:
Physician reported right side "deep infection," "increasing fever," ¿infection worked its way out to the skin," and the "t-junction opened and exposed implant." The device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection, wound dehiscence, and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deep infection of right breast, increasing fever, infection worked its way out to the skin, t-junction opened, exposed implant.

Event description:
Physician reported right side "deep infection," "increasing fever," ¿infection worked its way out to the skin," and the "t-junction opened and exposed implant." The device was explanted.